Event description:
The hospital reported that while performing the pre-cauterization test before an endoscopic vein harvesting procedure, the hemopro device began overheating and smoking. The hospital opened a new hemopro kit and the same problem occurred. The hospital then opened a new power supply and completed the procedure. The hospital reported that there were no pt effects. The hospital followed the recommended sterilization procedure for the extension cable. The power setting used was 2.5.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).